Event description:
It was reported that during implant, after the leads were hooked up to the device, there was noise seen on the atrial channel. It was attempted to change the atrial lead but that did not resolve the noise issue. There was an issue suspected with the device grommet. The device was removed and another device as implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the returned device indicated a damaged grommet. (B)(4).